Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Hold for bm 9/9.it was reported the subject device image becomes blurred. The event occurred during set up / inspection for use (during set up in room / before patient in room) there were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: u plug (ultrasound plug) unit is not good causing the screen to become noised. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.